Event description:
Patient underwent a lumbar procedure at l3-s1 in (B)(6) 2012. On an unknown date it was noted the locking caps had backed out bilaterally at l3. The patient was returned to the operating room for revision. It was noted there was a nonunion at l3-l4. The surgeon removed all of the locking caps and both rods. The surgeon noted the screws on the right at l5 and s1 seemed to be loose and he removed these two screws as well. The surgeon replaced both screws at l3 and replaced the right side screws at l5 and s1 and put in new rods and all new locking caps. This report is 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis additional codes: mnh, mni, kwq, kwp. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
Device is for treatment, not diagnosis.

Manufacturer narrative:
Device was used for diagnosis, not treatment. Investigation is ongoing as the part has been received. Review of the device history record showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. The product development evaluation details the titanium matrix locking cap was returned for the locking cap reportedly being loose. The matrix spine system is a thoracolumbar pedicle screw system designed to provide flexibility, biomechanical performance and a total solution to complex posterior pathological challenges. The locking cap is designed with modified square threads.. While these threads have lower friction compared to standard 60 degree v-threads, there are multiple technique errors that could also contribute to the cap loosening. The exact root cause of this complaint could not be determined.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Additional narrative: manufacturing evaluation was performed on the returned product. The 7.0mm ti matrix polyaxial screw 50mm thread length (part #04.632.750) was received assemble with body attached to screw. There are nicks and scratches on the body, both internally and externally. Collet has visual deformation to both sides of the rod slot. All described nonconformities are post manufacturing. All dimensions meet specification at the time of manufacture; complaint is invalid from a manufacturing perspective.